Event description:
Independent repair center customer alleged unit will not start, and the key failure is the power switch has a short circuit.associated malfunction for this device: inlet filter dirty, pcv assembly short circuited, pe valve leaking.